Event description:
It was reported that the customer intermittently experienced a low blood glucose (bg) level (36 mg/dl). Carbohydrates were consumed to treat the bg. The cause for the reported issue is unknown.